Manufacturer narrative:
In patients with cirrhosis and hcc, the risk of spontaneous occurrence of intra tumoral arteriovenous shunts increase with tumor size. In addition, presence of non tumoral arteriovenous shunts could exist in patient with cirrhosis. Aps directionality was designated as hepatopetal or hepatofugal. Shunt distribution was described as: segmental (12 cases), with three grade 3 ae occurrences, ipsilobar (14 cases), with one grade 3 and one grade 4 ae occurrences, contralobar (6 cases), with one grade 4 and one grade 5 ae occurrences, main portal (2 cases), with one grade 5 ae occurrences. The serious adverse events published in the literature (post embolization syndrome, hepatic encephalopathy, pneumonia, and reild radioembolization induced liver disease) are all anticipated events associated with the use of therasphere and listed in the labeling. The serious adverse events occurred in patients with large tumors, infiltrative, and with large shunting. The post maa imaging results are not documented in the publication and should be of interest to document the anticipated non target embolization. The high rate of complication in patients with such risk factors (infiltrative tumor, portal/contralateral aps, bilobar treatment) must be an alert for the physician and the pro and cons must be carefully weighted before treatment delivery. (B)(6).

Event description:
On 01 nov 2018, a btg employee was notified by an interventional radiologist of the following study/publication: title: safety of radioembolization in the setting of angiographically apparent arterioportal shunting. Authors: lindsay m. Thornton, md, brian s. Geller, md, eric w. Pepin, md, phd, jehan l. Shah, md, melissa kapp, arnp, and beau b. Toskich, md. Facility: university of florida college of medicine, university of florida at shands. The study retrospectively analyzed adverse events (ae) in patients with hepatocellular carcinoma (hcc) treated with yttrium-90 radioembolization in the setting of angiographically apparent arterioportal shunts (apss). Thirty-two patients with hcc underwent radioembolization with apss from january 2011 to september 2016, totaling 34 administrations using resin (6) and glass microspheres - therasphere (28). The serious adverse events reported in the literature for the therasphere patients are as follows: grade 3 aes (3) - postembolization syndrome, hepatic encephalopathy, pneumonia/ grade 4 aes (2) - reild radioembolization induced liver disease. Grade 5 aes (2) - reild radioembolization induced liver disease. The patient that developed pneumonia, diagnosed within approximately 1 week of treatment, had a lung shunt fraction of 30% in addition to chronic obstructive pulmonary disease. The calculated total lung dose for this patient was 20.64 gy, which was compliant with the institutional review board glass microsphere requirement of less than 30 gy per session. The patient underwent successful inpatient antibiotic treatment with a full recovery.